Event description:
The customer reported that the defibrillator froze during an attempt to shock a patient. No adverse patient impact was reported.

Manufacturer narrative:
The customer reported that the defibrillator froze during an attempt to shock a patient. No adverse patient impact was reported. A follow-up report will be submitted upon completion of the investigation.